Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
A loss of hearing performance was noticed by the child's guardians. No trauma to the implant site was reported and the external devices were checked and found to be functional. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2015, an obvious decrease in child's hearing performance was noticed by the guardians. No trauma was reported, external devices were checked and found functional. The patient has been re-implanted.